Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was dim and only readable in a dark setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: during testing, the display screen was dim and discolored. Unrelated t the complaint, the battery compartment was observed to be cracked. Additionally, the pump¿s history revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.